Event description:
Device 2 of 2 : reference MFR. Report#: 1627487-2018-10419. It was reported that the patient underwent surgical intervention on (B)(6) 2018 wherein the lead was repositioned. Postoperatively, the patient is reportedly receiving effective therapy.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2018-1419. It was reported the patient's left lead has migrated. The lead is reportedly superficial. Consequently, the patient will undergo surgical intervention to address the issue.